Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: pending. This spontaneous case, reported by a pharmacist who contacted the company to report adverse event, concerned a female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog 100 u/ml) cartridge via a reusable humapen savvio (pink), approximately 6 units, for the treatment of type ii diabetes mellitus, beginning on an unknown date. Frequency and route of administration were not provided. On an unknown date after the insulin lispro treatment, she was struggling to use humapen savvio and experienced that it was not working for her as her sugar was not dropping. Her sugar levels were reached to about 30 mmol/l ((B)(6)). The event was considered serious due to medical significance. There were no issues with the humapen savvio but she might have issues with the use of the humapen savvio. No information regarding corrective treatment, outcome of the event and insulin lispro treatment status was provided. The operator of the humapen savvio was the patient and her training status was unknown. The humapen savvio model duration and the suspect humapen savvio duration of use was not provided. The action taken with the suspect humapen savvio was not provided but humapen savvio was available for return. The reporting pharmacist did not relate the event with insulin lispro treatment and humapen savvio pen. Update 16may2018: updated medwatch fields for expedited device reporting. No new information added.